Event description:
It was reported that there were concerns about the effectiveness of this lead's therapy. Technical services (ts) reviewed the reports and explained the device's algorithms. Ts provided potential reprogramming options and troubleshooting actions, such as evaluating the lead's position. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).